Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited a sudden drop in longevity remaining going from three years in (B)(6) 2012 to one year now with a magnet rate of 100. There were no patient symptoms or recent events in the logbook and all measurements were checked and found to be stable. Boston scientific technical services (ts) discussed since the device did not trigger a magnet rate of 90 then it does not yet think there is one year remaining but suspect it is a programmer estimate that can be inaccurate versus the estimate from the device. The patient will continue to be monitored. There were no adverse patient effects reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the pacemaker was explanted just under three years later and replaced with another manufacturer's device.